Event description:
It was reported that the patient experienced pain nine (9) months after initial right knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : vanguard xp tibial tray cat#:195753, lot#: 467170 , vanguard xp tibial bearing rl cat#:195772, lot#: 924610, vanguard xp tibial bearing rm cat#: 195843, lot#: 755650. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d7, e1, g4, g7, h1, h2, h6, and h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event: 0001825034-2018-10242 0001825034-2018-10243 0001825034-2019-03201 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a partial revision procedure due to unknown reasons. There is no additional information at this time.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: vanguard xp tibial tray, cat#:195753, lot#: 467170. Vanguard xp tibial bearing, cat#:195772, lot#: 924610. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10242, 0001825034-2018-10243.

Event description:
It was reported that the patient experienced pain two months after initial right knee arthroplasty.